Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing elevated blood glucose (bg) levels of up to 500 mg/dl with trace ketones. The customer was uncertain of the suspected cause but stated that fibromyalgia may be contributing to the issue. The customer delivered a bolus via the pump. Additionally, the customer reported occasional bg levels of 40 (mg/dl) at the lowest. The customer consumed peanut butter and drank juice to address bg levels. Reportedly, the customer overcorrected via the pump and resolved the issue by adjusting the pump settings with the healthcare provider.